Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker has not changed in the last two device checks and was showing two and a half years remaining. It was noted that this device was using high battery consumption. In addition, the patient was experiencing dizziness, lightheadedness, and shaky feelings. The patient also had history of intermittent noise on the right atrial (ra) channel. Boston scientific technical services (ts) discussed potential impacts on battery consumption. Moreover, the health care professional (hcp) was considering bringing the patient in clinic for device check and to evaluate symptoms. To date, this device remains in service. No adverse patient effects were reported.